Event description:
A tech reported a patient with dryness and hazy vision in both eyes three months following lasik treatment. The pt reported "vision improved but not as sharp as glasses". The patient's topical steroid drops were increased. In a follow up with the center director, she indicated the event had resolved at the patient's (B)(6) 2014 postop exam. The topical steroid drops were discontinued. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).